Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by patient's mother that patient needed to be reprogrammed as they were having issues with the bladder stimulator. Patient's mother stated that out of the 3 programs available, patient reported 2 were not working properly. When they used the 3rd program, it worked fine. Moreover, when patient was at the healthcare professional office, they couldn't urinate at all. Usually when patient turns up their stimulation, they could urinate right away however they couldn't so patient used a catheter the day before. Patient's mother mentioned that the stimulator was implanted for patient's overactive bladder (oab). It was noted that patient was going back and forth between their oab symptoms and not being able to urinate; they would be peeing and peeing, and then now was not able to urinate. Patient thought the stimulator was turning off on its own and then coming back on. Patient was reprogrammed for normal adjustments back in (B)(6) and the stimulator was working fine up until maybe a week or two ago. An email was sent to the manufacturer representative for follow up with patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative reporting a programming was scheduled for next week with patient to clarify the information. No further complications were reported.

Manufacturer narrative:
Corrected/updated to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the programming session was rescheduled to (B)(6) 2018. No further complications were reported.